Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: there were no pump reboots observed in the black box to support power loss. The battery cap was undamaged and was able to tighten securely onto the pump and was able to maintain an electrical connection. The battery compartment was cracked along the side of the battery compartment threads. The returned battery cap was used for the 24 hour duration test without any pump reboots. The original complaint could not be duplicated. Unrelated to the original complaint, the pump booted to the verify screen with a dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose of 300 mg/dl with symptoms of dehydration (dizziness/lightheadedness) associated with no power to the pump. It was reported that the battery compartment had stripped threads. Reportedly, the patient discontinued the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.